Event description:
The field service rep (fsr) reported that during preventive maintenance (pm) of the device, the oxygen monitor was out of spec at settings below forty percent oxygen (o2) on the electronic pt gas system (epgs). The fsr set output to thirty percent: the monitor read thirty-eight percent; set output to twenty-one percent: the monitor read twenty-seven percent. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded. This unit was a replacement for a two year preventative maintenance (pm). The field service rep (fsr) is ordering a replacement epgs.